Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. The pt had pelvic pain after the procedure. After ten days of attempting to resolve the pain with non-steroidal and narcotic medication, the pt was admitted to the hospital and was found to have inflammation of the fundus portion of the uterus which would not resolve on its own. A CT scan of the pelvis revealed a small amount of fluid in canal and a probe could easily pass through the canal. About 10 days later, a hysterectomy was performed. No gross abnormalities were found at surgery. Pathology found only necrotic endometrium and mild edema of the myometrium. The pt had no findings of endometriosis, adenomyosis, or chronic pelvic pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.